Manufacturer narrative:
This file no longer meets MDR reportability criteria. The catheterization report from (B)(6) 2011, was received and it was noted that the restenosis was located in the ramus and not in the rca. The rca was noted to be widely patent, therefore, the previously reported restenosis should be deleted for this device. The restenosis of the 1st om stents will be submitted in separate MDR reports.

Event description:
As reported by the (B)(4) study, a patient experienced stable angina at the twelve and fifteen month follow up visit. Then, a year after the index procedure, the patient experienced coronary artery restenosis to the mid right coronary artery (rca). The indication for the index procedure was stable angina pectoris. At the time of the index procedure, angiography revealed reveled 80% stenosis in the mid rca. The lesion was described as 10mm in length, class b1 and de novo. The lesion including side-branches were less than or equal to 2.5mm. The reference vessel was 3.0mm in diameter. The lesion was pre-dilated with a 2.5 x 12mm balloon at 6atm and a 3.0 x 13mm cypher rx stent was implanted at 20 atm by direct stenting. The residual stenosis was 0%. The first obtuse marginal (1st ob marg) was described as s having 99% stenosis, 30mm in length, class c, de novo, and anatomically complex. The reference vessel was 2.25 in diameter. The lesion was pre-dilated with a 2.0 x 12mm balloon at 2atm and a 2.25 x 23mm cypher rx was implanted at 15 atm by direct stenting with 0% residual stenosis. An additional stent was used due to initial stent not fully covering the lesion. A 2.25 x 18 cypher rx stent was deployed distal to and overlapping the initial stent to fully cover the lesion. No post dilation was performed. No complications were reported and the patient was discharged the next day. At the twelve month visit, the patient experienced stable angina, at this time betablockers were increased and a stress test was scheduled. It is unknown the stress test results. At the fifteen month follow up visit, the patient experienced stable angina as well. It is unknown if any diagnostic procedures were done at this time or if the patient was medically treated. Then, one year after the index procedure, the patient had coronary artery restenosis to the target vessel (rca). At this time the patient also had a positive stress test.

Manufacturer narrative:
The lesion was revascularized and treated with a ptca. The event was reported as resolved and per the investigator, the event was not related to the index procedure or the study stent. Concomitant medication: aspirin 81mg qd, plavix 75mg qd, crestor 20mg qd and metoprolol tartate 50mg qd. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15241648 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Additional information will be submitted within 30 days of receipt.